Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 is due to leakage/seal problems caused by inadequate/broken seal within the device due to fluid invasion inside connector valve the short circuit happened that leads to image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited an error b30 and a black screen. There was no patient involvement.